Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead pacemaker device system was explanted at (B)(6) hospital, due to a suspected infection of unknown origin. The physician reported seeing the patient in (B)(6) 2025, for pocket erosion, and pocket wash, due to yellow puss drainage. The patient was seen again in (B)(6) 2025 and wound exhibited brown discharge from the left lateral pocket. The physician reported, the patient was treated with IV antibiotics for 3 weeks. A new pacemaker device was implanted after 5 days post explant at (B)(6) hospital. The patient was continued on oral antibiotics prophylactically. Besides surgical intervention, no additional adverse patient effects were reported. The device is not expected to be returned, due to infection. If pertinent information is provided in the future, a supplemental report will be submitted.